Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical (isi) has received the force bipolar instrument. Visual inspection did not reveal any damage. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with the full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity test. The instrument was fully functional.

Manufacturer narrative:
Intuitive surgical (isi) has received the force bipolar instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument could not be taken out of the arm smoothly. The assistant needed to use more force to remove the instrument. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical (isi) followed up with the initial reporter and obtained the following additional information: an instrument release kit (irk) was not used to remove the instrument from the arm. The customer removed the instrument along with the cannula. There was no increase in port size in order to remove the instrument and cannula together. The instrument was removed with the cannula since the wrist could not be straightened. There was no fragment fall into the patient and no instrument collision. The instrument jaw was dislodged and stuck in the closed position.